Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? H 3. Device evaluated by manufacturer?, h 6. Type of investigation, h 6. Component code, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. Additional information: d 4. Expiration date, d9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 4. Device manufacture date. Investigation summary: total (B)(4) packs of samples were received on (B)(6) 2024. Lot information as below: tg2bk/sa845g, 16 pieces (15 pieces were un-opened, 1 piece was opened), te5bk/sa845g, 10 pieces (9 pieces were un-opened, 1 piece was opened), tg2ap/sa845g, 8 pieces (un-opened). These samples evaluated by [appearance] and [knot pull tensile strength] and the test results were met the specification. DHR reviewed and no issue found. These return samples were manufactured by ethicon. The root cause of complaint can't be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4) date sent to the FDA: 6/3/2024 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: *device return follow up to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hysterectomy procedure on 8-may-2024 and suture was used. It was reported that the suture was broken when ligating blood vessels. Changed another three to continue the surgery, the same problem happened. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.